Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing pain. It was also noted that the patient thought something was wrong with their device and the wires. No further complications were reported/anticipated.